Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken case; both the upper and lower case of the device was broken. It was also noted that the lower case wires were pinched, but the insulation was not compromised. The display wires were also pinched, and the red wire's insulation was compromised. It was also noted that the hanger assembly, keypad, and main seal were contaminated. Additionally, the encoder assembly and one knob was damaged. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had a broken case. The external pulse generator has been returned for repair. There was no patient involvement. It was further reported that the returned external pulse generator subsequently tested out of specification during manufacturer's analysis.